Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that the patient was experiencing pain and soreness at the lead incision site / her back that has not subsided since surgery. The patient confirmed it was not pain from the stimulation, but rather from lead placement. The patient stated it felt like the lead was going to rip out, felt like burning, and was pinching. The patient could feel the lead when she moves and reiterated that there was a lead placement issue. The patient also noted that she felt nauseous, and due to the symptoms, the patient was unable to return to work following the surgery. The patient also experienced a return of her bladder pain that increases when she goes to the bathroom. The patient stated "her period is beginning and has ic". The patient's stimulation was turned down and then off and the pain was still present, although reduced. The patient plans to follow-up with her health care provider (hcp) as she has an appointment scheduled for wednesday.